Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition.

Manufacturer narrative:
The reported event of advisory concerns was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis above elective replacement indicator (eri). Interrogation of the ICD found device function was normal with no anomalies found.